Event description:
During a meeting with a maquet regional manager and territory sales manager in 2008, the hospital chief physician's assistant and the assistant administrator for materials mentioned that they have noticed a "spike" in leg wound infections over the last quarter. Since the hospital did not provide or report the number of failures, any device malfunctions, lot numbers, date of occurrences, and any interventions performed, only one report will be submitted for the reported info. The event will be field as a serious injury because the patient status is unk.

Manufacturer narrative:
Maquet attempted multiple times to obtain additional info from this hospital; however, in 2008, the hospital's chief physician's assistant reported they had no intentions of researching this any further. No product was returned. A lot history record review cannot be performed because the lot number was not provided by the hospital.